Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.